Event description:
It was reported that during an endoscopic retrograde cholangio pancreatoscopy (ercp) procedure, a balloon detachment occurred. The lesion was located in an unspecified portion of the duodenum. The extractor rx 15mm x 18mm retrieval balloon was advanced to the lesion; however, at an unspecified time the balloon detached from the catheter and remained inside the duodenum. It was not noted whether any attempts were made to retrieve the detached balloon, however, it was noted that the detached balloon was left inside the pt to pass on its own. The procedure was completed with another of the same device. It was further noted that at an unspecified time following the procedure, "the pt passed the device fragment with no complications" and "the pt is doing fine".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.